Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with the product.

Event description:
Healthcare professional reported right device deflation and concern about the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Deflation: observed, one opening on radius side assessed as surgical damage. Additional observations: crease fold is observed. Brown particles on the shell are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right device deflation and concern about the product. Device has been explanted.